Event description:
The facility's biomed reports that the infusion pump fell off the pole during patient use. The biomed noticed that pole clamp had detached from rear of unit because one screw was visible while the other two screws had fallen within pump. The patient's feeding tube came out of the patient's stomach when the device caught one of the other IV sets on its way to the floor. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the setup of the infusion device. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.